Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged during harvesting. As a result, the balloon would not remain inflated "slow leak". A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the valve had backed out of the luer fitting. It was also observed that the balloon material had been damaged. An attempt was made to try to inflate the balloon, but inflation was not possible to the large leak through the damaged balloon material. However, the position of the valve in the luer fitting is consistent a malfunctioning valve that results in air leakage, thus, deflating the balloon. Based on this evidence, the complaint is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.